Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
The dentist reported that 2 months after the dental implant installed in patient's mouth it was verified its non osseointegration. Immediate load was not performed and patient presented bone type iii.